Manufacturer narrative:
Sizing issue = device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation summary: "as received, the original package indicates that it was opened. Adhesive tape is used to keep the tray and the cover together. The ring was located inside the package and is still attached to the template. No serial tag was found. Reddish brown stain, most likely due to blood residue, was detected at one end of the sewing ring. Since the blood like stain is only detected at one end of the sewing ring, it is unlikely that the ring was implanted. The color intensity of the stain faded upon soaking the ring overnight in 10% buffered formalin solution. However, trace of the stain is still visible." X-ray, sizing issue. The device history record (DHR) review was completed on "DHR completion date" and this device passed all manufacturing and sterilization inspections with no nonconformance. Device evaluation findings indicate that, it is unlikely that the ring was implanted therefore it is not a reportable event per edwards procedures.

Event description:
Per rep in receiving at edwards, a ring was returned under administrative. The outside label was compromised ( non -edwards label on the box ) and I had sent it to the floor for re-boxing and re-labeling. Upon opening the box , they found that the pouch had been peeled off and re-taped to the plastic tray, the tag with the serial # was not attached to the ring and the ring had a brownish stain on it. It looks like the ring was used. Looking at the non-edwards label on the outside of the box; somebody did write down the words "too big". It might be necessary to contact the hospital, as to why this was not mentioned to customer service when they called in for an rga. Since there was nothing wrong with the ring couldn't they have disposed of it in the hospital?per rep in customer service, "this ring was supposed to return because the customer "was no longer using this model". When the rga was set up, nothing was said about the item being explanted.".